Manufacturer narrative:
(B)(4).

Event description:
A consumer's family reported that he had a loss of therapy while he was sleeping a day prior to call. A loss of stimulation was noted. Patient stated he never turned stimulation off. Patient services reviewed with patient how to check implantable neurostimulator (ins) with patient programmer (pp). It was indicated that the stim therapy was off. The patient was instructed to turn stim on and this resolved the report issue. The indication for use for this patient was parkinson dual and movement disorders